Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on 5v power supply was evaluated and readjusted. The boards were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.